Event description:
It was reported that during the mca (middle cerebral artery) occlusion procedure, the subject guidewire was used to deliver inside the mca to pass the lesion. After rotating the subject guidewire, the tip of the subject guidewire was fractured and it was left inside the vessel. The physician then used an occlusion balloon to work with middle catheter to get the fractured subject guidewire out and used a new guidewire to continue the procedure. When checking the subject guidewire on the table, the core wire was exposed for about 5cm. No other information was provided.

Manufacturer narrative:
D4 expiration date added. H3 device evaluated by mfg updated. H4 manufacturing date added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the subject guidewire was noted to be fractured at 191cm from the proximal end (26 cm from the proximal bond) with the platinum coil exposed. The distal fractured section of the guidewire (approx. 10cm) was not returned. There were no anomalies noted to the hydrated guidewire. A functional inspection could not be performed due to condition of the subject device. The reported complaint was confirmed during the device analysis. The device failed to meet specification when received, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after rotating the subject guidewire, the subject guidewire was fractured and tip was left inside the vessel. The operator then used a occlusion balloon to work with middle catheter to get the fractured subject guidewire out and used a new synchro guidewire to continue the procedure. When checking the subject guidewire on the table, the core wire was exposed for about 5cm. Additional information provided by the customer indicated that the new guidewire was used with the same echelon microcatheter to complete the procedure and the guidewire was torqued about 3-4times. The distal 10cm fractured section of the subject guidewire device was returned and it was confirmed to have been fractured, confirming the reported event. It is probable that there were difficulties during advancement, torqueing or retraction of the guidewire due to procedural factors and/or anatomical factors causing the separation and fracture noted. An assignable cause of procedural factors will be assigned to the reported ¿ guidewire distal tip broken/fractured during use' and ¿ guidewire broken/fractured during use¿ and analysed ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the mca (middle cerebral artery) occlusion procedure, the subject guidewire was used to deliver inside the mca to pass the lesion. After rotating the subject guidewire, the tip of the subject guidewire was fractured and it was left inside the vessel. The physician then used an occlusion balloon to work with middle catheter to get the fractured subject guidewire out and used a new guidewire to continue the procedure. When checking the subject guidewire on the table, the core wire was exposed for about 5cm. No other information was provided.